Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic lower anterior resection, the device was unable to fire and squeeze the handle. The tissue was held in the jaws then this reload could not be fired. Another device with same preferences was used to complete the procedure. No patient injury has been noted.